Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that during a primary pelvic trauma, the screw was being inserted and snapped in half approximately 1/2 centimeter below the head. Both pieces were retrieved from the patient. No adverse consequences reported. The surgery was completed successfully.